Event description:
Additional information was received from the healthcare provider. It was reported that the hcp stated the shocking was due to patient senstivity, and the device was removed as the patient did not see enough improvement. No further complicatiosn were reported at this time.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va2fbtd serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated that they went to the doctor to have their gauze changed, as they were soaked in blood. While the doctor was changing the gauze, the patient accidentally moved one of their leads. After realizing it was moved the doctor re taped it. The patient also mentioned that when they met with sales rep and were discussing what program they should be on. Patient felt one program was better than the other, and while they were discussing this she felt a shocking and painful sensation from their stimulation. Their stimulation was then adjusted to a comfortable level. Patient stated that when she goes to bed at night she has to lay on their left side. It is painful to lay on their right side. Patient stated that they are seeing relief, they just had a very bad day where they voided every half hour. Additional information was received on 2021-aug-20 indicated that the patient stated they have an uncomfortable feeling like being bloating and cramping. Patient stated it's the same symptoms of having their menstrual cycle however doesn't get this anymore so they do not know what was going on. No further complications were reported at this time.